Manufacturer narrative:
Updated fields: b4, d4 (exp date), g3, g6, h2, h3, h4, h6 (medical device problem code, type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: d4 (UDI) and g2. The gas loss alarm was resolved by disconnecting and reconnecting the helium tubing at the back of the cardiosave. The user verified that there was no blood in the helium tubing, all connections were secure, and no external kinks were present. Guidance was also provided to keep the patient as flat as possible, as the alarm was likely related to patient positioning causing changes in intrathoracic pressure or a transient kink at the inguinal crease.

Event description:
N/a.

Event description:
User called into emergency support program line to request support with a gas loss alarm during use of intra-aortic balloon pump(iab). As stated by the user alarm had gone off multiple times but the user did not utilize the help screen or the iab fill key. Also the user mentioned that the registered nurse disconnected and reconnected the helium tubing from the back of the cardiosave tubing and this resolve the alarm. The user verified that there was no blood in the helium tubing, all connections were secure and that there were no visible external kinks in the line. Then the esp personnel reviewed the nature of the alarm to the customer and based on the information provided by the user regarding patient¿s hemodynamics and clinical picture, the alarm was likely caused by a change in intrathoracic pressure or a possible kink at the inguinal crease of the patient. Also the user stated that at the time of the alarm the patient was sitting up in bed with the hob at least 70 degrees. The esp personnel reviewed to keep the patient as flat as possible. The balloon was inserted femorally. There was no harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6) hospital/event site. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: b)(4).